Manufacturer narrative:
Correction: the patient was stable.

Event description:
Correction: the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal episode on (B)(6) 2018. The patient presented in clinic for follow-up. Upon interrogation of the device, high threshold and loss of capture was noted on the right ventricular lead. The physician suspected the lead was fractured. The lead was capped and replaced on (B)(6) 2018.